Manufacturer narrative:
Per the instructions for use, conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, the mechanism described above likely contributed to the conduction disorder. A smaller than normal aorto-mitral space most likely caused the interference between the pre-existing mitral valve and newly inserted bioprosthetic aortic valve. A less than adequate preop evaluation of the aorto-mitral space via multi-slice CT occurred due to extensive artifact interference. In addition a preop tee was omitted (which could have aided in measurement) due to the patient¿s pre-existing esophageal varices. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our affiliates in (B)(6), per the article "fatal prosthetic mitral valve encroachment during transcatheter aortic valve implantation", a patient who had undergone surgical mitral valve replacement with a single tilting disc 36 years prior because of the rheumatic valve disease was admitted with shortness of breath, palpitations and intensely decreased exercise tolerance with new york heart association class iii. A 26mm sapien xt transcatheter valve was implanted in the aortic position. Immediately post valve deployment, the patient developed complete heart block and an interference between both the prostheses was detected. The patient's hemodynamic status was ¿that of depression¿ and was taken into the intensive care unit and a bipolar temporary pacemaker was inserted. Bedside echocardiography showed an interference between both the mitral and aortic prostheses; abnormal function of mitral valve prosthesis with an increased gradient across the mitral valve and thrombus formation in the left atrium was noted. The patient expired approximately 1 hour after the tavi procedure.